Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient went to the emergency room (ER) and the voltage was very high. It was noted that it was programmed that high and occurred approximately on (B)(6) 2016. It was unknown if the issue resolved. Follow-up was received from the healthcare provider (hcp) that reported the cause for overstimulation was unclear. It was a tingling-painful sensation in the patient¿s chest that worsened up to 5.0 volts using the right side settings. The resistance was decreased and the current doubled since a 2014 visit when the current was approximately 6 milliamperes bilaterally with the same settings. The device was reprogrammed during the patient¿s last office visit on (B)(6) 2016. X-rays of her skull on that same day were unremarkable. Prior to the reprogramming, the hcp was unable to communicate with the patient¿s device as the battery was discharged. She was allowed to charger her battery to 25% in the clinic and then programming was initiated. There were low impedances on the left side; case <(>&<)> 1 was 248 ohms and therapy impedance was 153 ohms. The hcp tried different combinations on each side to find optimal settings. The overstimulation was resolved. The patient¿s indication(s) for use were dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.